Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and provided guidance to the caller on how to store the current pump before returning it. The caller was advised to use multiple daily injections (mdi) as a backup therapy and was informed that the replacement pump would have updated software. Instructions on receiving and returning the problematic pump within 10 days were also communicated, and the caller understood and acknowledged all directions.